Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Analysis of the logs revealed a rise in power consumption of approximately 1.0w. However, the date of the rise in power consumption could not be accurately determined due to a date/time error on the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient came to the hospital due to a rise in power. Patient has had previous pump thrombosis. He had a low inr due to an undisclosed infection. Ldh level was at 1420, no hematuria noted. Patient received tpa, the patient was given 30mg actilyse while in the hospital. Patient was discharged home without any further issue. Additional information has been requested.

Manufacturer narrative:
After further review of additional information received sections g1, g4, g7, h2, h4, h6 and h10 have been updated accordingly. Corrections on h6 and on h10. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing; the controller felt warmer than usual. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The external temperature of the controller was measured to be 50.1oc. Internal visual inspection of the controller showed that the q3 measured 105.9oc. This is within the component's operating temperature specifications. This can be perceived as operating warmer however the controller continues to operate as expected. The q3 was replaced with another unit which measured 37.1oc after 30 minutes of operation. No failure detected; although the controller can be perceived as operating warmer, the unit still performed within specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.